Event description:
During cardiac cath procedure, a turnpike spiral catheter was used in an attempt to cross a lesion in the om2 artery. Catheter would not pass and was noted to be torqued in the lesion causing the tip to shear off and embolize in the vessel. When attempting to exchange the wire with a turnpike lp wire, the embolized tip became lodged and occluded blood flow.